Event description:
A (B)(6) female patient contacted zoll customer support to report that the her charger/modem was displaying a fault. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger fault) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the charger faults and inability to charge the batteries is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The patient received a replacement charger/modem.